Event description:
It was reported that pump display had pixel issue while customer continued to use pump and planned to rely on multiple daily injections if needed. There was no adverse impact to the customer's blood glucose level.